Event description:
While lasering the calculus in the right ureter we heard a loud snap. This was from the laser fiber breaking inside the patient's right ureter. Laser was immediately turned off. The doctor was able to get the broken fiber out without any harm to pt.======================manufacturer response for laser fiber, bio litec (per site reporter).======================